Event description:
Consumer purchased a 4-pack of the up and up deep clean multi-angled bristle toothbrushes (soft) from target. Consumer opened the pack and used one of the toothbrushes for about one week. Once she was brushing her teeth before bed and the bristles came loose in her mouth. They were in "v" shapes. She claims she accidentally swallowed 2-3 of them and started choking and then vomiting. She believes the bristles scratched her esophagus because her throat still really hurts and it still feels like something is stuck in the back of her mouth. She claims she used that brush for about a week, so fewer than 20 times.